Manufacturer narrative:
Concomitant medical products: 1000 ml 0.9% b. Braun sodium chloride injection bag, lot #35k779, expiration date 02/18; therapy date unknown. The customer¿s report that the pumping segment ballooned was confirmed. Visual and tactile examination indicated that the silicone segment had ballooned near the upper fitment and the affected area felt weakened. Functional testing resulted in slight bulging during priming and gravity infusion. Testing via a pump infusion resulted in no alarms. Pressure testing was performed resulting in further ballooning. The root cause of the pumping segment ballooning could not be determined.

Event description:
The customer reported that the pump segment ballooned. Although requested, no other event information was provided.